Event description:
It was reported that the user experienced loss of glucose data from the dexcom g7 sensor paired to the ilet, including ¿data not available¿ messages and inability to view readings on the pump until guided back to the correct display; the event involved elevated glucose with a highest reported value of 360 mg/dl and readings trending downward once connection and display were restored, with user education and troubleshooting performed. Symptoms included no reported clinical symptoms. Outcomes included no alerts from the ilet for high or low glucose, no need for external assistance, and no medical intervention or hospitalization. Investigation included technical troubleshooting with the user, review of device display navigation, and reconnection guidance between the cgm and the ilet. Investigation of this case revealed that user interface navigation contributed to not seeing data, and glucose values became visible with ongoing correction after proper screen selection and reconnection. It was concluded, based on previously established findings for similar reports, that the issue was related to cgm data availability and user interaction with the pump display rather than a confirmed device malfunction of the ilet.